Event description:
Tech found the bed with note attached indicating that the siderail was broken and would not latch in raised position.

Manufacturer narrative:
Tech found right intermediate siderail support arms were striking upper frame, preventing the latch from engaging lower siderail support arm. Replaced mount weldment, siderail support arms, dampener and lower d-pin for right intermediate siderail to resolve the issue.